Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Nipping inside of mouth [mouth injury]. Nipped - lips [lip injury]. Spinning brushhead coming loose and nipping inside of mouth [injury associated with device]. Spinning brushhead coming loose; small piece of plastic in mouth from brushhead [device breakage]. Case description: an adult female consumer reported that while using an oral-b rechargeable toothbrush, version unknown the spinning heads of two oral-b precision clean brushheads came loose and nipped the inside of her mouth. A small piece of plastic came off in her mouth as well. The case outcome was recovered.